Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be weakening of internal components. However, there was insufficient information to confirm this potential root cause. The arctic sun 5000 was evaluated. Circulation pump assembly was found to be damaged during the evaluation. No errors codes were found. Circulation pump needs to be replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The latest labeling revision was reviewed for this investigation and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not power on. Per sample evaluation results on (B)(6) 2024, it was reported that the mixing pump assembly, circulation pump assembly, and manifold harness were damaged during device evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device could not power on. Per sample evaluation results on (B)(6) 2024, it was reported that the mixing pump assembly , circulation pump assembly, and manifold harness were damaged during device evaluation.